Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented due to their implantable cardioverter defibrillator exhibiting far r-wave over-sensing and leading to inappropriate automatic mode switch episodes. No intervention was made. There were no patient consequences.